Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the event could not be confirmed. A root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that a different pigtail was attempted however, the issue persisted. The customer stated that the device was sent in for repair previously for the same problem. A follow up made and the customer was unsure if the device will be sent in for evaluation again. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 scopes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.